Manufacturer narrative:
The field service engineer determined there was a salt bridge at the waste drain tubing , fitting connection point, and diluent solution valve. The drain fitting was cleaned and the valve was replaced. Ise checks, calibration, controls, and precision studies were performed. Quality controls were within range before and after the event. Rack adapters required for 13 mm. Diameter tubes were used in some racks, but it could not be verified if the affected sample (in a 13 mm. Diameter tube) was tested in a rack using adapters. Sample centrifugation time was too short and the speed was too high. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received multiple voltage errors on their cobas 8000 ise module. Approximately 10 patient samples also had questionable results for ise tests. The reporter provided data for one patient sample with discrepant results for ise indirect na, ci for gen.2. The sample was aliquoted by an modular pre-analytics system and then initially processed on the cobas 8000 ise module. The incorrect initial results were reported outside of the laboratory. The primary tube of the sample was repeated on a second analyzer and the repeat results were believed to be correct. Quality controls were within range prior to running the affected samples. While running the samples, the voltage errors were encountered. Controls run after the errors were outside of range. The sample initially resulted with an na value of 155 mmol/l, which repeated as 141 mmol/l. The sample initially resulted with a cl value of 116 mmol/l, which repeated as 103 mmol/l. The na electrode lot number was n94, with an expiration date of 22-dec-2019. The cl electrode lot number was g32, with an expiration date of 07-jan-2020.